Manufacturer narrative:
There were no issues reported with calibrations performed on 05/10/2017 and 05/13/2017. No alarms occurred with these calibrations. Controls were within range both before and after the event. A general issue with the reagent or instrument can be excluded based on calibration and control data. The customer mentioned that they pour samples with low sample volume into a secondary tube. The affected sample was poured into a secondary tube, therefore the sample volume may have been too low. A review of the alarm trace showed an abnormal sample aspiration alarm, but it is unknown whether this sample was involved due to a lack of information. Another possible root cause is bubbles/foam on the sample surface, since the sample was transferred into a secondary tube.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for vanc2 vancomycin (vanc) on a cobas 6000 c (501) module - c501. The sample initially resulted as < 1.98 ug/ml accompanied by a data flag. The result was reported outside of the laboratory and was questioned by the pharmacist. The sample was then repeated, resulting as 24.1 ug/ml. The repeat result was believed to be correct and a corrected report was issued. The patient did not receive treatment based on the erroneous result. No adverse events were alleged to have occurred with the patient. The vanc reagent lot number was 19802901, with an expiration date of 07/31/2017. The field service engineer could not determine a cause. He checked the gear pump and main pump pressures. He checked all rinse mechanism levels, nozzles, and vacuum lines. He performed a successful instrument check test. The customer ran precision studies for vanc.